Event description:
It was reported that the sensor was changing positions. The sensor was activated last week. It was believed to be related to the reclining position. When the patient stood up it felt like it was shutting off and on. The representative planned to meet with the patient and make adjustments. If additional information is received, a follow up report will be sent.

Event description:
Additional information received reported that the manufacturing representative met with the patient and adjusted the transition zone. It was noted that this fixed the patient¿s issues and that the patient was receiving optimal therapy.

Manufacturer narrative:
Concomitant medical products: product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) determined that no significant anomaly occurred. The ins was functionally okay. Insignificant anomalies were found.

Event description:
Additional information reported that the patient's device was returned to the manufacturer from the mortician's office. No additional information was available at this time. Additional follow-up was requested to obtain more information regarding interventions and patient outcome. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that when the patient first got the implant "it worked wonderful and still had a lot of tributes to it." It was noted that the patient was still doing "much better than where she was before she had the implant." However, it was noted that the patient "really had a hard time" this past winter. It was noted that her stimulator "had been acting up" since winter and she did not know if it was because of the rough winter. The patient reported that the stimulation was intermittent and that it had always been intermittent since implant as when she would bend her head down forward or sideways or move certain ways. It was noted, however, that this winter, beginning four months ago, there had been times when she would lie on her left side and the whole sensation would go out totally even when the implantable neurostimulator (ins) was fully charged. The patient would reportedly have no sensation for quite a while. It was noted that the patient was curious "if the system was shortening out." The patient reported feeling "a really bad catch" in her stomach and rib cage on the side where her ins was when she would turn the stimulation up to a certain level. It was noted that it felt like a muscle spasm, "like somebody would take their hand an grab something and pull it out of my stomach." It was noted that it hurt the patient badly. This issue had reportedly just started this past winter. It was noted that the patient had an appointment at the doctor's office with the manufacturer's representative last week. Reportedly, as the manufacturer's representative turned the stimulation up, the manufacturer's representative noticed that the patient's face turned instantly white and she had the muscle spasm again. It was noted that the patient actually vomited because it was "so intense." The manufacturer's representative reportedly stated that he did "not even turn stimulation up very high." The doctor was reportedly unsure why this "catch" occurred. The doctor stated "maybe the leads moved or it was scarred and settled the way it was." X-rays were ordered and it was confirmed that the leads had not moved. Due to this "catch" in the stomach and ribs, the patient had to keep stimulation at a lower level and therefore experienced more pain this winter. It was noted that this defeated the purpose of having the ins as the patient was unable to fully control the pain with the stimulation down. The patient was reportedly "back to using her walker again" because the pain was so bad. Additionally it was noted that the patient went to the emergency room (ER) four weeks prior to report because her pain was so bad that it made her blood pressure out of control. It was noted that the manufacturer's representative had been called to ER the four weeks ago. Additional information received nearly two weeks later reported that the manufacturer's representative did visit the patient in the ER but the patient was "not in the ER for anything related to the device." Reportedly, the patient had let her pain medication prescription run out and had not been to her doctor to get more so she was admitted to the ER to get pain medications. The manufacturer's representative reportedly reprogrammed the patient and turned the adaptive stimulation off at the time, but reportedly "no allegation was brought to the attention of the manufacturer's representative" so she had not reported the information. It was noted that "nothing was wrong with the system" as it was working as designed per last meeting "one week ago." If additional information is received, a supplemental report will be filed.